Event description:
It was reported that there was rapid battery depletion. The battery depletion required a replacement. No diagnostic testing or troubleshooting was done, it was not required. The patient felt that the battery depleted much quicker than prior devices and felt therapy, symptom control, was better with past devices. Patient had 80% symptom relief versus 100% with prior device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 387-40, lot# j0357337v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4) were removed as they were no longer applicable to the event. Analysis of the implantable neurostimulator found no significant anomaly; the battery was not in new condition.

Event description:
A consumer whose indication for use was dystonia reported the patient's first device lasted a little over 4 years and the last one lasted 2.5 years. The second battery had lasted from (B)(6) 2012 to (B)(6) 2015. The patient just had their third battery put in about (B)(6) 2015. Getting the replacements resolved the need.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturing representative noting that the patient wanted the device analyzed because they felt the battery had not lasted long enough. The reason for removal was elective replacement indicator (eri) and battery depletion. The device had been used for treatment within the patient. The patient had recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0357337v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).